Manufacturer narrative:
The user facility reported that the employee subject of the reported event was not wearing proper ppe, specifically gloves, at the time of the event. The operator manual states (pp. 6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." A steris service technician inspected the sterilizer and found it to be operating properly; no issues were noted. The sterilizer was returned to service and no additional issues have been reported. As no issues were noted with the sterilizer the event may be attributed to instruments not being properly dried before being placed in instrument packs prior to sterilization. The operator manual states (pp. 2-2), "prior to sterilization, all materials and articles must be thoroughly cleaned, rinsed and dried (refer to appendix a)." While onsite the steris service technician advised user facility personnel the importance of wearing proper ppe when handling instrument packs.

Event description:
The user facility reported that an employee obtained a burn after handling an instrument pack that had been sterilized in a v-pro max sterilizer. The employee sought and received medical treatment. No procedural delays or cancellations were reported.